Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of implant".

Event description:
Healthcare professional reported for right side "rupture of implant", "mastalgia", "altered shape", "redundant and irregular contours", "extracapsular leakage stands out, especially near the medial aspect of the implant". The device remains implanted.